Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a 6f/7f mynxgrip vascular closure device (vcd) did not function as intended and the plug was not released. There was no reported patient injury. The failure occurred during attempts to seal the puncture site, with no user fault identified. Additional information was requested but not provided. One non-sterile mynxgrip vascular closure device (6/7f) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open, with a cordis mynx syringe attached to the unit. Additionally, a 6f non-cordis catheter sheath introducer (csi) was returned inserted on the device. The sealant was found exposed; one portion was located on the catheter shaft, while the other portion was observed along the catheter shaft closer to the balloon. Additionally, the advancer tube was observed in its manufacturing position. The sealant sleeve was fully retracted, while the balloon showed no abnormal condition. No additional anomalies were observed during this visual analysis. An inflation/deflation test was successfully executed, and no issues related to the reported event were observed, as the balloon inflated and deflated as expected. Additionally, a deployment simulation test was performed as part of the functional evaluation. The device was deployed as expected, with no resistance, leaks, or friction observed during operation. The advancer tube advanced smoothly, and no functional anomalies were identified related to the reported failure-to-deploy condition. The reported event of ¿sealant failure to deploy¿ was observed through analysis of the returned device as the sealant of the received device was found exposed along the catheter shaft. The exact cause of the issue experienced by the customer could not be determined during product analysis. Based on the limited information available and the results of the product analysis, it is not possible to determine the factors that may have contributed to the reported failure to deploy. However, user-related factors (user error), such as an incomplete shuttling down of the shuttle, may have contributed to the issue, as the advancer tube of the returned device was found in its manufactured position and plug deployment was possible during the functional analysis. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 6f/7f mynxgrip vascular closure device (vcd) did not function as intended and the plug was not released. There was no reported patient injury. The failure occurred during attempts to seal the puncture site, with no user fault identified. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.